Event description:
It was reported that the procedure was to treat the occluded anterior tibial artery with calcification. An armada percutaneous transluminal angioplasty (pta) catheter was advanced with resistance with the anatomy noted, and ruptured at 10 atmospheres. Then, the 3.0x200 mm armada 14 percutaneous transluminal angioplasty (pta) catheter was prepped without issue and advanced easily to the lesion over a command guide wire. During inflation, the device was leaking around the black hub and would not reach nominal pressure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another armada pta catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional armada 14 device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported difficulty advancing the device into the anatomy and balloon rupture appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported that the bdc interacted with the calcified occluded vessel resulting in the reported difficulty advancing the device and subsequently the balloon likely interacted with the challenging anatomy, resulting in the ruptured during inflation. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.